Event description:
It was reported to philips that the error logs show the battery is not charging. There was no patient involvement. The customer worked with the technical support representative. The customer providing the lot code found the battery was dated 2016. The battery is aged which can lead to power storage issues. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The battery is aged which can lead to power storage issues. The battery from the customer's stock was replaced and the device passed testing. The device was put back into service.

Event description:
It was reported to philips that the error logs show the battery is not charging. There was no patient involvement.